Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a damaged motor control printed circuit board (pcb). This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a class ii 510(k) exempt device with the additional 510(k) of (B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the motor control pcb. To correct the condition, the motor control pcb was replaced. If any additional information is received, a follow-up MDR will be sent.